Event description:
Per oos, this device was attempted but not implanted because this device did not deliver the expected 20j shock to rescue the patient from vf. The physician requested another lumax 540 dr-t, (B) (4). "The leads were connected to a new lumax 540 dr-t and retested with no change. Vf was induced using shock on t and a 15j shock was successful. However, the corresponding impedance was less than 25 ohms. As a result, the physician chose to replace the sjm riata lead with a biotronik linox lead. Upon further inspection of the riata lead, it was seen to have an eroded area on a part of the lead that would have been coiled under the ICD. Two conductor wires seemed to be exposed." (B) (4). (B) (4).